Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected the pacing impedances on this right atrial (ra) lead were greater than 2000 ohms and a loss of capture at maximum outputs. It was later reported that this patient underwent a lead revision and during the procedure, the physician had first implanted the new atrial lead. The physician was then maneuvering the device, which was implanted deeply in the subpectoral region, and had noted that the header was connected to the device only by the wires. The old atrial lead was surgically abandoned and a new device was successfully implanted.

Manufacturer narrative:
The device was expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were found to be cut to remove the header from the device. The cause of the noisy signals, high impedance, and pacing problems was the result of the broken feed through wires due to a loose header. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
It was later reported that this patient later had expired with the device and atrial lead implanted. There were no allegations associated with the patient's death by the physician regarding the implanted or previously implanted system. The cause of death was unknown, however, no arrhythmic events were noted at the time of death.

Event description:
--